Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6. And h.10. The product was not returned. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported there was a 'problem' with the intraocular lens (iol) in a preloaded delivery system. Additional information was requested.